Event description:
It was reported that a user of the ilet noted recurrent nighttime hyperglycemia despite meal announcements and frequently paused insulin delivery due to concern about hypoglycemia; the pump¿s automated insulin delivery appeared insufficiently aggressive following these pauses, and a factory reset with clinical re-education was considered. Symptoms included hyperglycemia without reported physical complaints. Outcomes included transfer to clinical management for troubleshooting and education, with no alerts or alarms and no hospitalization. Investigation included review of device reports and user interaction to assess usage patterns and algorithm performance. Investigation of this case revealed user-initiated pausing of insulin delivery temporally associated with rising glucose and suspected algorithm maladaptation that could reduce automated insulin delivery aggressiveness. It was concluded, based on previously established findings for similar reports, that the cause was unclear and potentially related to user interaction affecting automated dosing behavior. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.